Event description:
It was reported that the user¿s ilet pump would not charge despite use of a brand-new charger and multiple outlets, and the user confirmed the outlet and cable functioned by successfully charging an iphone; glucose at the time was 265 mg/dl, and the device issue aligned with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related component issue and premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Complaint was confirmed and duplicated. The device was placed on a charging pad and left to charge for approximately an hour; the device did not charge or wake. For further testing, the device was opened and a known good battery was installed. The device powered on successfully with no issues. The root cause was determined to be a faulty battery which will need to be replaced during refurbishment.